Manufacturer narrative:
Company representatives visited the hospital and performed simulated use testing of the anesthesia workstation. The reported issue was reproduced on the reported machine and the conclusions drawn from these tests are that the startup configuration chosen by the user is intermittently not retrieved by the system. This leads to a lower fio2 concentration in the fresh gas flow delivered to the patient. Alarms are generated to notify the user. The control printed circuit board was replaced preventative during the visit and the device logs were collected. The control printed circuit board was investigated but the reported issue could not be reproduced. The device log evaluation did not reveal anything to support the experienced event.

Event description:
(B)(4).

Event description:
It was reported that at the beginning of a surgery, when the oxygen concentration was set to 100 percent, the anesthesia workstation only provided an oxygen concentration level of approximately 40 percent. There was no report of patient harm. (B)(4).